Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable. Please disregard initial reporting under MFR# 3004753838-2019-05362.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the cgm system was not working. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.